Manufacturer narrative:
Additional information provided; d.10, & d.11. The customer¿s report that the white clave end of the smartsite tri-port connector broke and leaked was confirmed. Visual inspection observed that the returned used triport connector model 20558es' smartsite was broken in half where the white female luer adapters (fla) meets the transparent plastic body of the smartsite. Inspection underneath a lab microscope observed jagged and uneven surfaces at the break sites of the fla and the transparent plastic body of the smartsite. Functional testing could not be conducted due to the breakage on the smartsite and the obvious leak that would occur. The root cause of the breakage could not be determined.

Event description:
It was reported that both tri-port broke and leaked during infusions of epinephrine and levophed. The customer stated; the white clave end of the smartsite tri-port connector broke off while infusing critical medication into the central line in a post cardiac arrest patient. The piece was not able to be reattached to the tri- port and the medications infused into the patient bed and the central line leaked blood into the bed. The nurse removed the tri-port connector and reconnected the lines safety to the patient. Upon further inspection, a second tri-port connector was found to be broke as well. All of the tri-port connectors were removed from the other lumens of the central line and the medications, (epinephrine and levophed), were piggybacked instead. The customer stated; "broken ports also exposed the line to unsterile bed sheets subsequently increasing the risk for clabsi", and the medications infusing (epinephrine and levophed) were critical vasopressors and were necessary to keep patient hemodynamically stable. The customer confirmed that there was no patient harm or medical interventions required.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that both triport broke and leaked during infusions of epinephrine and levophed . The customer stated : the white clave end of the smartsite tri-port connector broke off while infusing critical medication into the central line in a post cardiac arrest patient. The piece was not able to re- attached to the tri- port and the medications infused into patient bed and the central line leaked blood into the bed. The nurse removed the tri-port connector and reconnected the lines safety to the patient. Upon further inspection a second tri-port connector was found to be broke as well. All of the tri-port connectors were removed from the other lumens of the central line and the medications, epinephrine and levophed were piggybacked instead. The customer stated; "broken ports also exposed the line to unsterile bed sheets subsequently increasing the risk for clabsi". The customer confirmed that there was no patient harm or medical interventions required.